Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur. Under possible adverse effects it states, "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient's complaint, and the allegations therein are unverified.

Event description:
Patient reported to have undergone a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient alleges loss of range of motion. No revision has been scheduled to date. This report is based on allegations set forth in patient's complaint, and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.